Manufacturer narrative:
(B)(4). Surgical intervention, medical device removal. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, broken tulips on pedicle screws were seen on x-ray, a posterior spinal fusion for a hardware removal was required due to hardware failure. There was patient consequence. The procedure outcome was unknown. Concomitant devices reported: unknown rod (part#unknown, lot#unknown. Quantity 3). This complaint involves two (2) devices.